Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v005093, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742 serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
It was reported there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. The last successful recharging session was 6 to 12 months ago, the patient stated six to eight months ago. The patient noticed she couldn¿t recharge ¿several months ago.¿ the patient contacted her healthcare provider (hcp) who said they contacted a manufacturer¿s representative (rep), but the patient was waiting to hear from them. The patient stated she was frustrated and was considering explant. It was noted a rep. Was notified and was going to contact the patient; the reps. Guess was that the device needed to be replaced due to being implanted in 2006. The rep. Later reported that they spoke with the patient over the phone. It sounded as if she had two prior jump starts but she wasn¿t for sure. Her battery was implanted in (B)(6) of 2006 and needed replacement. The patient was unsure at the current time if she wanted the battery replaced. She had to get another surgery in the near future and had been focusing more on that. The patient currently didn¿t have a pain physician but had a list of implanting physicians and was advised to contact one of the physicians if she wanted to do a replacement. The patient was going to think about what she wanted to do.